Manufacturer narrative:
No pt information as no pt was involved in this concern. Device manufacture date not available at time of this report. The device has not been returned to the manufacturer. A RMA was generated and the issue was resolved.

Event description:
A medtronic applications engineer reported that the articulating arm will not lock down completely. There was no pt present.